Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: review of complaints history. Results: since the lot number was not provided, the device history record (DHR) could not be reviewed and the retain samples could not be evaluated. After reviewing the integra lifesciences pr facility complaint system since 2013, two (2) complaints (including this one) related to csf leak in the duragen family has been reported. Approximately 761,757 units of duragen products have been shipped for sales purposes since 2013 until (B)(6) 2015, resulting in a complaint occurrence rate of .00026%. Conclusion: the reported condition ¿liquor rhea¿could not be confirmed as complaint unit was not received for evaluation. Since the finished good lot number was not provided, the device history record (DHR) could not be reviewed and the retain samples could not be evaluated as part of the investigation. Therefore, it is not possible determine a root cause based on the reported information. No assignable causes that could be associated to the manufacturing process of duragen products were determined based on the review of the CAPA¿s and ncr¿s history.

Event description:
This is the second of two reports (same issue, different patients). The patient had "liquor rhea" (cerebrospinal leak) with important consequences. Pathological subaponeurotic cavity was formed. The patient had a second surgery. Additional information has been requested.